Manufacturer narrative:
No sample was provided for eval. The device history record was reviewed for this lot number and no issues were noted that could be related to the reported event. The tensile values recorded for this lot exceed minimum requirements. The mfg process review showed the drains are mfg by tranined and qualified personnel and qa performs visual and physical inspections to verify quality performance of the product. Instructions for use state: to avoid the possibility of drain damage or breakage: additional perforation should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Without a sample provided for eval, no exact determinations can be made.